Event description:
A customer reported that the t:slim x2 pump battery was not charging. There was no reported impact to the customer's blood glucose level. The customer attempted various charging methods, including different cables and adapters, without success, and plans to follow up with additional troubleshooting when the pump is available.